Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The distributor contacted animas alleging that the arrow button of the pump was working poorly and it was hard to use the keylock feature of the device. There was no reported pt impact associated with this complaint.